Event description:
It was reported that during a laparoscopic roux-en-y procedure the surgeon was closing the enterotomy on the small bowel. The surgeon went to do a blue dye leak test and the whole staple line dehisced. About 2 inches of the proximal end of the staple line looked like deformed m's 2 inches. The distal part of the staple line was fine. Sutures were used to complete the staple line. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6).